Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt presented with chest and left arm pain. See scanned table. The pt had multiple heart catheterization procedures previous to this incident. There was no catheterization perform as a result of this incident. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).